Event description:
Information was received that the patient implanted with this epicardial lead developed a bilateral pulmonary emboli in the lower lobes of the lungs. Additionally, the patient developed extensive atelectasis after the epicardial lead placement and a pericardial effusion was also noted. Medication was administered to address the emboli and an incentive spirometer was used to address the atelectasis. No additional adverse patient effects were reported. Patient and device information (serial number, lot information, implant date, etc.) Are unavailable.